Event description:
The pt underwent a sling procedure in 2004. At approximately post operative day 12, the pt continued to leak urine. A vaginal exam found that the suture line had popped open about 1" and a loop of the tvt was hanging down through the incision. Pt was taken to the operating room for repair.